Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The motor position encoder error alarm could not be verified due to erased history file. The device also had minor scratched display window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The blood glucose at the time of the incident was 125 mg/dl. The customer does not use the sensor feature and was unable to rewind. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.